Manufacturer narrative:
Evaluation summary: no devices, surgical notes, x-rays or photos were received; therefore the condition of the component is unk. It is unk whether the component was implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the component such as bone quality, height/weight, & type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that articular surface of knee was revised due to pain. Surgeon noted femoral and tibial components to be well fixed.